Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID cd9000 lot# serial# (B)(6) product type multiple therapy product; product ID wr9230 lot# serial# (B)(6) product type recharger g2 country: united kingdom h3: analysis of the wireless recharger found that there was no ins secret key. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger (wr) was not responding. The wr was taken out of shipping mode and it was possible to connect the wr to the recharger app. However, when it was tried to turn the wr on they immediately got a red light on the recharger with tones falling in pitch. When trying to connect the recharger to the recharger app they only saw the message recharger inactive. It was advised to perform a (or multiple) reset of the wr. However, the issue was not resolved. The wr was replaced.